Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2022, wherein the ipg was explanted and replaced with a different model. No further information is known at this time.

Manufacturer narrative:
Device and manufacturing information has been corrected in this report from ipg to lead.

Event description:
Additional information was received indicating the patients lead was explanted and replaced not the ipg. The patients lead had migrated and was explanted and replaced to resolve the issue. Device info has been corrected in this report.